Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was performed. The patient was asymptomatic and there were no patient consequences.